Event description:
The registered nurse (rn) contacted baxter's technical service center regarding a system error 2240 alarm which occurred on the homechoice (hc) during use during dwell 2 of 6. The rn stated that a bag had disconnected from the setup. The rn cycled the power and the hc alarmed system error 2367. The rn would start over with new supplies. Baxter product surveillance (bps) contacted the registered nurse on (B)(6) 2011. She stated that after starting over with new supplies, therapy went well. She stated that the disconnection was caused by a user error, and made no allegations against any of baxter's products. The patient's therapy was going well since.there was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was the supply bag disconnecting without falling. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.